Manufacturer narrative:
An event regarding dislocation involving an unknown liner was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Not returned to manufacturer

Event description:
It was reported that surgeon revised patient's right rejuvenate hip due to dislocation.